Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The returned segment was approximately 20.5 cm in length. The distal end of the segment was consistent with clavicular crush damage. As a result, the clinical observation was confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient exhibited asymptomatic bradycardia at routine follow-up. An x-ray was performed and the right ventricular (rv) lead found to be fractured with the proximal and distal segments completely severed. A revision procedure was performed wherein the physician removed the proximal portion of the lead; the distal segment was unable to be retrieved and remains in the patient's veinous system. Upon inspection of the x-rays the physician suspected the fracture was the result of subclavian crush noting that it was difficult to access the subclavian vein at initial implant due to patient anatomy. A new rv lead was implanted without consequence. No adverse patient effects were reported.